Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to call back if any issues reoccur, and they acknowledged this guidance.